Event description:
The customer reported the sys would not produce a fluoro image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse on the multi-output power supply. (B) (4).